Event description:
A customer returned an additional sample for evaluation, along with the sample for another condition. Upon functional testing, the set was re-primed. This showed that the priming stopped at the inlet side of the filter. The outlet side of the filter of the sample was unable to be primed. There was no patient involvement as the condition was discovered during evaluation. There was no patient injury or medical intervention necessary. No additional information is available at this time.

Manufacturer narrative:
(B)(4).evaluation summary: an actual sample was received for evaluation. The used sample arrived primed up to the filter housing. The sample was spiked into an in-house 1000ml solution bag containing reverse osmosis water. The sample was then re-primed. This showed that the priming stopped at the inlet side of the filter. The outlet side of the filter of the sample was unable to be primed. The reported condition was confirmed. The root cause was not determined. Additional information: this is a product not distributed in the us and does not have a 510k number.this issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A batch review cannot be performed since there was no lot number provided.